Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be " inadequate system design." The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contraindications for use: do not use the purewick¿ urine collection system with purewick¿ external catheters on individuals with urinary retention. Discontinue use if an allergic reaction occurs. Not recommended for users who are experiencing skin irritation or skin breakdown in device contact areas. Point of use cleaning: after the completion of each use, the collection canister, canister lid, collector tubing, and pump tubing should be rinsed with cool tap water to remove any residual debris or dirt. The purewick¿ urine collection system base should be wiped with a clean low lint cloth dampened with cool tap water. Replacing canister and tubing: replace the canister and tubing for each patient per facility protocol or at least every 60 days, whichever is sooner. If you notice any of the following, replace immediately: canister or tubing has residual urine build-up; canister or tubing appear cloudy; canister or tubing appear discolored; canister becomes cracked; tubing becomes torn; purewick¿ external catheter no longer securely connects to collector tubing failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the purewick urine collection system has no suction. It was noted that the patient had been using the purewick products for more then 90 days per additional information received from liberator on 24feb2023, customer said that the purewick urine collection system was not working. The representative advised that we could do a troubleshoot. The customer explained that the patient had a urinary tract infection and sought medical attention, and the doctor suggested to stop using the system. It was noted that the patient has been using the purewick products for more than 90 days. It was unknown what medical intervention was provided for the urinary tract infection at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick urine collection system has no suction. It was noted that the patient had been using the purewick products for more then 90 days per additional information received from liberator on 24feb2023, customer said that the purewick urine collection system was not working. The representative advised that we could do a troubleshoot. The customer explained that the patient had a urinary tract infection and sought medical attention, and the doctor suggested to stop using the system. It was noted that the patient has been using the purewick products for more than 90 days. It was unknown what medical intervention was provided for the urinary tract infection at this time.